Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual 90970880-04) the explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo an ipg revision procedure.